Event description:
On 10/20/2021, it was reported by an arthrex employee via email that an ar-3638 fibertak after inserting the anchor, both of them came off. This occurred during a case. The surgeon opened a new product and was able to fix it safely. It was pointed out that the anchor part of the two had fallen out of the device, due to the doctor not swelling firmly. There was no patient effect reported. Additional information requested. Additional information provided on 10/22/2021. The could not be fixed to the bone hole. It came out as it was without being damaged. The device did break during use, and all fragments were retrieved. The case was completed using a new ar-3638. The bone quality of the patient was hard. The doctor installed an anchor in the bone hold, but it came off as it was. Additional information provided on 10/25/2021; occurred during a shoulder procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. The most likely cause for the reported failure is a user error. Per dfu-0333-1, at revision. 0. G. Precautions. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.